Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was explanted as the patient stated they felt an odd sensation and warmth coming from the device area. The patient had a few atrial tachy responses and noise on the lead. Physician was not sure if this was a lead or a device issue. At device explant, the lead was examined and looked to be fine so it was left in place. No adverse patient effects were reported.